Event description:
It was reported to medtronic minimed that the customer experienced a crack on the belt clip, battery failed alarm, insulin flow blocked alarm, and low reservoir anomaly. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms or low reservoir anomaly noted during testing. Confirmed pump alarmed insulin flow blocked alarm twenty-two times during normal bolus between on (B)(6) 2024 00:20:42.000 to on (B)(6) 2024 04:27:00.000 in pump downloaded history. Confirmed pump alarmed failed batt test on (B)(6) 2024 08:20:35.000 in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, cracked keypad overlay, cracked battery tube threads, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked alarms, low reservoir anomaly or failed batt test noted during test. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.